Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nicu is experienced the trifuse tubing set leaking from the white clamped arm of the set. The customer describes the tubing set up as the mz9266 is usually attached to a 2430-0500. A mz9267 is then attached to one of the unused arms of the tri-fuse set. If additional fluids are required, the 2430-0500 would be added to one of the unused arms of the mz9266. There was no patient harm.

Manufacturer narrative:
The patient was an infant. The customer¿s report of trifuse tubing set leaking from the white clamped arm of the set was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in fluid flowing throughout the set successfully with no leaks. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that the nicu is experienced the trifuse tubing set leaking from the white clamped arm of the set. The customer describes the tubing set up as the mz9266 is usually attached to a 2430-0500. A mz9267 is then attached to one of the unused arms of the tri-fuse set. If additional fluids are required, the 2430-0500 would be added to one of the unused arms of the mz9266. There was no patient harm